Event description:
Customer called reporting a blank display on her insulin pump. Customer's blood glucose level was not provided. Customer is using duracell aaa alkaline batteries. The battery cap is not missing or damaged. The battery compartment is not damaged or corroded. The spring is not damaged or corroded. Customer tried two new batteries and the display was still blank. She cleaned the contacts with an alcohol wipe and waited for it to dry. The insulin pump's display is still blank. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a new battery cap and no blank display noted. The insulin pump received with minor scratches on lcd window.